Manufacturer narrative:
(B)(6). One ultra-fast-fix needle delivery system device used for treatment, was not returned for evaluation. Due to product unavailability, the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation were limited without evaluation of physical product. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. Based upon the information provided, the failure was anchor premature detachment. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Review of instruction for use documentation confirms instructions, precautionary statements and recommendations for proper use of product. Influences that could compromise product performance or integrity that are unrelated to manufacture include: inadvertent twisting or bending of the delivery needle, proximity of anchor placement to each other, difficulty with reaching the desired tissue location, inadequate tissue conditions, incomplete needle penetration through meniscus. Per instructions for use: ¿delivery instrumentation is required for proper placement of the implants for optimal surgical result. Do not bend delivery needle¿. This is a user controlled delivery device. Bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. Final product met specifications upon release to distribution.

Event description:
It was reported that, during meniscus repair surgery, the t2 implant did not deploy in the meniscus; hence, the suture had to be cut. A back-up device was available to complete the procedure without significant delay. The patient was not harmed.

Manufacturer narrative:
One 72201491 ultra-fast-fix needle delivery system device used for treatment, was returned for evaluation. The complaint stated: ¿the t2 implant did not deploy in the meniscus.¿ please note: this style device does not have any deployment or automatic anchor release mechanism. This product requires user controlled manual actions to physically advance, position and deliberately strip each anchor off the needle individually. The advancement slider should not be pushed until the needle is fully penetrated through the meniscus. No anchors were returned. No suture was returned. No depth limiter was attached or returned. The delivery needle was slightly bowed over the length of the needle. ¿it is normal to encounter resistance prior to achieving the ready position. A snap or click will be heard when the trigger is fully advanced, ensuring that the implant is fully seated at the end of the needle. It is normal to encounter resistance prior to achieving the ready position.¿ no root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.